Event description:
On 5/6/97 pt had a single lumen right subclavian catheter placed 6/2/97 when the pt went to the physician's office, found a crack (split) in the subclavian requiring removal. Infiltration of adriamycin as a result of the leak.